Event description:
Product reference number: 2017865-2025-11106. It was reported that the patient presented at clinic for interrogation of their implantable cardioverter defibrillator (ICD). During the evaluation, it was discovered that the ICD was exhibiting post-sensed t-wave oversensing and showed signs of crosstalk. An increase in the capture threshold of the right ventricular (rv) lead was noted as well. Programming changes were made. The patient was stable.